Manufacturer narrative:
This female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4). The subject (patient ID: (B)(6) had fallopian tube occlusion insert (batch no. He134a) inserted. This case describes the occurrence of abdominal pain ("abdominal pain"). On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6)2017, the subject experienced abdominal pain (seriousness criterion intervention required). The subject was treated with surgery (essure removal via salpingectomy/laparoscopy (total of 2 devices)). Fallopian tube occlusion insert was removed on (B)(6)2018. On (B)(6)2018, the abdominal pain had resolved. The investigator considered abdominal pain to be related to fallopian tube occlusion insert. The reporter commented: essure was removed to manage the pain related to essure by physician preference. Preoperative ultrasound was performed, unipolar and bipolar energy sources used. Procedure was performed under general anesthesia and on left and right tubes, the removal was complete, but the device was not intact (all fragments were removed) - the breakage occurred during removal procedure. Most recent follow-up information incorporated above includes: on 4-feb-2019: it was confirmed that the event is not an aesi and it is reported as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. He0134a) inserted. The case describes the occurrence of abdominal pain ('abdominal pain'). On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2017, the subject experienced abdominal pain (seriousness criterion intervention required). The subject was treated with surgery (essure removal via salpingectomy/laparoscopy (total of 2 devices)). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the abdominal pain had resolved. The investigator considered abdominal pain to be related to fallopian tube occlusion insert. The reporter commented: essure was removed to manage the pain related to essure by physician preference. Preoperative ultrasound was performed, unipolar and bipolar energy sources used. Procedure was performed under general anesthesia and on left and right tubes, the removal was complete, but the device was not intact (all fragments were removed) - the breakage occurred during removal procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: quality safety evaluation of ptc. Batch information(expiration and manufacture dates) added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4). The subject (patient ID: (B)(6) had fallopian tube occlusion insert (batch no: he134a) inserted. This case describes the occurrence of abdominal pain ("abdominal pain"). On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6)2017, the subject experienced abdominal pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (essure removal via salpingectomy/laparoscopy (total of 2 devices)). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the abdominal pain had resolved. The investigator considered abdominal pain to be related to fallopian tube occlusion insert. The reporter commented: essure was removed to manage the pain related to essure by physician preference. Preoperative ultrasound was performed, unipolar and bipolar energy sources used. Procedure was performed under general anesthesia and on left and right tubes, the removal was complete, but the device was not intact (all fragments were removed) - the breakage occurred during removal procedure. Amendment: the report was amended on 30-jan-2019 for the following reason: information and references from deleted duplicate case: (B)(4) (MFR number 2951250-2018-05353) entered as it is a follow-up from this case. Reporter¿s information was updated, and lab data information was added. The lot number was provided, and the event ¿pain¿ was amended with new information and recoded to ¿abdominal pain¿, onset and stop date and also the outcome were provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. He0134a) inserted. The case describes the occurrence of abdominal pain ('abdominal pain'). On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2017, the subject experienced abdominal pain (seriousness criterion intervention required). The subject was treated with surgery (essure removal via salpingectomy/laparoscopy (total of 2 devices)). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the abdominal pain had resolved. The investigator considered abdominal pain to be related to fallopian tube occlusion insert. The reporter commented: essure was removed to manage the pain related to essure by physician preference. Preoperative ultrasound was performed, unipolar and bipolar energy sources used. Procedure was performed under general anesthesia and on left and right tubes, the removal was complete, but the device was not intact (all fragments were removed) - the breakage occurred during removal procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: quality safety evaluation of ptc. Batch information(expiration and manufacture dates) added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ale subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: 140130013) had fallopian tube occlusion insert inserted. The report describes a case of pain ("pain"). On an unknown date, the subject had fallopian tube occlusion insert inserted. On an unknown date, the subject experienced pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (essure removal via salpingectomy/laparoscopy (total of 2 devices)). Fallopian tube occlusion insert was removed in (B)(6) 2018. At the time of the report, the pain outcome was unknown. The investigator considered pain to be related to fallopian tube occlusion insert. The reporter commented: essure was removed to manage the pain related to essure by physician preference. Preoperative ultrasound was performed. On left and right tubes, the removal was complete, but the device was not intact (all fragments were removed) - the breakage occurred during removal procedure. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This 22-year-old female subject was enrolled in a company-sponsored interventional study titled: "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (lot no. He0134a) inserted for sterilisation. The case describes the occurrence of abdominal pain ("abdominal pain"). There was no information on the subject's medical history or concurrent conditions. On (B)(6) 2017 she experienced abdominal pain (seriousness criteria medically important and intervention required). Fallopian tube occlusion insert was removed on (B)(6) 2018. On an unknown date, the subject had fallopian tube occlusion insert inserted. The subject was treated with surgery (essure removal via salpingectomy/laparoscopy (total of 2 devices)). On (B)(6) 2018, the event had resolved. The investigator considered abdominal pain to be related to fallopian tube occlusion insert administration. The reporter commented: essure was removed to manage the pain related to essure by physician preference. Preoperative ultrasound was performed, unipolar and bipolar energy sources used. Procedure was performed under general anesthesia and on left and right tubes, the removal was complete, but the device was not intact (all fragments were removed) - the breakage occurred during removal procedure. Batch no: he0134a, production date: 2016-11-14 and expiration date: 2019-11-28. Quality-safety evaluation of ptc: for fallopian tube occlusion insert: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-feb-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This 22-year-old female subject was enrolled in a company-sponsored interventional study titled: "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (lot no. He0134a) inserted for sterilisation. The case describes the occurrence of abdominal pain ("abdominal pain"). There was no information on the subject's medical history or concurrent conditions. On an unknown date, the subject had fallopian tube occlusion insert inserted.on (B)(6) 2017 she experienced abdominal pain (seriousness criteria medically important and intervention required). Fallopian tube occlusion insert was removed on (B)(6) 2018. The subject was treated with surgery (essure removal via salpingectomy/laparoscopy (total of 2 devices)). On (B)(6) 2018, the event had resolved. The investigator considered abdominal pain to be related to fallopian tube occlusion insert administration. The reporter commented: essure was removed to manage the pain related to essure by physician preference. Preoperative ultrasound was performed, unipolar and bipolar energy sources used. Procedure was performed under general anesthesia and on left and right tubes, the removal was complete, but the device was not intact (all fragments were removed) - the breakage occurred during removal procedure. Quality-safety evaluation of ptc: for fallopian tube occlusion insert: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 15-feb-2023: patient demographics provided including year of birth and age. Subject is 22 years old. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
Ale subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert inserted. The report describes a case of pain ("pain"). On an unknown date, the subject had fallopian tube occlusion insert inserted. On an unknown date, the subject experienced pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (essure removal via salpingectomy/laparoscopy (total of 2 devices)). Fallopian tube occlusion insert was removed in (B)(6) 2018. At the time of the report, the pain outcome was unknown. The investigator considered pain to be related to fallopian tube occlusion insert. The reporter commented: essure was removed to manage the pain related to essure by physician preference. Preoperative ultrasound was performed. On left and right tubes, the removal was complete, but the device was not intact (all fragments were removed) - the breakage occurred during removal procedure. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.